Manufacturer narrative:
The short throw snare is an electrosurgical device designed to be used endoscopically to grasp, dissect and transect tissue during gastrointestinal (gi) endoscopic procedures. These devices are used with diathermic energy. The reported use of the device for foreign body retrieval is not within the intended use of this product. The device history record was reviewed and confirmed the devices were manufactured to specification. There have been no other complaints associated with this lot. The device subject of this event was returned to us endoscopy for evaluation. Examination of the device found one end of the snare loop wire had separated from the cable assembly and the other end of the loop remained attached to the cable assembly. The snare loop wire was deformed indicating excessive force during use. Us endoscopy has requested the distributor offer in-service training to the user facility on the intended use of the device.

Event description:
The distributor in the (B)(4) reported snare loop became partially detached during a procedure to retrieve a feeding tube bumper. A second snare was used to complete the procedure. There was no report of harm to the patient or user.